Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that this system was not able to boot. The site rebooted the system with no change. The system turns on and shows the medtronic splash screen, but then displayed "no signal." The computer fan was on, and not power cycling. The site reseated the display port (dp) cable at both ends with no change. The site changed inputs and tried a different monitor, and the issue persisted. The site used a dp cable instead of a high-definition multimedia interface (hdmi) cable; this allowed for video to display on both the extra monitor and the medtronic monitor when the input was changed to dp; however, the image did not fit the screen. The hdmi port on the computer was likely failing. There was no patient present. Additional information received reported that the system gave the medtronic further together screen, then flashed no signal for a second, and then went completely black. It was reported that further troubleshooting was done and it was confirmed that the monitor was a 4th generation. A navigation system was brought in and the hdmi cable was routed from the planning station computer to the main cart monitor and it resolved the issue. The soft keys were hit again on the planning station monitor and the light emitting diode (led) on the bottom right corner of the monitor would flash when the keys were hit. Each soft key was hit individually and it was determined that the soft-key lock was off. The 4th soft key from the left was hit and it brought up video input which was set to video graphics array (vga). The video input was changed to hdmi and the hdmi cable was reconnected from the planning station computer to the planning station monitor and the issue was resolved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036 computer, serial/lot#: (B)(6), product ID: 9735823 cable, product ID: 9736408 adapter, product ID: 9735795 monitor, h3, h6: multiple fdd/annex a codes were reported. A110201 was coded for not able to boot. A0902 was coded for image did not fit the screen, went completely black. A1102 was coded for displayed "no signal". The system was serviced in the field by a medtronic representative. The computer was replaced. Codes b01, c13, and d02 are applicable. The computer 9736036, lot: 2023e00680 was returned for evaluation. No failure was found. Codes b01, c19, and d14 are applicable. Img code g0200701 applies to the computer, g02004 applies to the cable, g04003 applies to the adapter, and g02014 applies to the display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.